Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards, and the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating that the power cable needed to be replaced because the device was failing the electrical test, it had poor electrical resistance. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.